Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While the physician was prepping the 3.50x24mm taxus express2 drug eluting stent (des) it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device without any patient complications reported. The patient's current condition is listed as "good."